Manufacturer narrative:
The device was received for evaluation. Visual inspection found an area of black discoloration, on the edge of the fiber bundle near the pur, that measures approximately 0.5 inches in length. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use of a revaclear 300 dialyzer, a black discoloration of the fibers was observed within the cap of the dialyzer. There was no patient involvement. No additional information is available.